Event description:
Additional information was received on 25sep2025: the terumo representative reported that following additional information: there was a clear angiographic image of the femoral artery after the sheath was placed, the autopsy has not been released, the patient's pre-existing conditions were CABG, type 2 diabetes, and hypertension, the sheath size used was a 6 french, a pre-deployment angiogram was performed, the blood loss was greater than 250 cc, there was no concomitant devices used with the angio-seal. From the angiographic images, the puncture site was high; however, it was not clear if it was below the inferior epigastric artery. According to the surgeons, when they explored the puncture, they found active bleeding from a puncture on the anterior aspect of the external iliac artery, away from the sfa bifurcation and above inguinal ligament level. The surgeon also noted that the posterior wall of the artery was not punctured.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5 and b7, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed. The exact root cause cannot be confirmed. The likely cause was determined to have been puncture of the external iliac artery resulting in the reported adverse event. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation ("terumo") received the reported information. The patient had a coronary bypass in 2024 and presented with blocked grafts in 2025. A percutaneous coronary intervention (pci) was undertaken via a single femoral puncture. There was good flow back, 30-40 seconds of pressure performed post deployment of the angio-seal, and there was no oozing. A black marker was visible on the device when deployed. There were no issues with deployment, and no plaque burden at or adjacent to puncture site. Deployment of the device was at 5pm on monday, (B)(6) 2025. The patient was sent to the ward, and the team alerted the doctors of oozing around 7pm. A femostop was then deployed over the angio-seal site to stop the oozing. The femostop protocol was followed, and the patient, according to the ward nurses, seemed fine at 8pm, there was no hematoma present. The ward nurses stated that the patient seemed fine overnight and had been walking around the ward. This was still the case at the morning ward rounds with the patient still active. At 1pm on the (B)(6) 2025, the patient complained of abdominal pain and then the patient's blood pressure (bp) dropped quickly. There was no alternative bleeding site at this time. The patient was then sent to vascular surgery for rescue; however, the patient did not survive the surgery. The surgeons reported that they did not see the angio-seal device/collagen present. Additional information was received on 21aug2025: the terumo representative reported that angio guidance imaging was used to confirm the quality/health of the vessel. The images were unable to be obtained.